Manufacturer narrative:
(B)(4). Approximate age of device- 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal bleeding (gi). The patient presented with dark brown stool and dizziness. The patient¿s hemoglobin (hgb) was 6.3 g/dl. Serial hemograms and push enteroscopy was performed and no bleeding site was identified and hgb remained stable. No changes made to anticoagulation or inr goal. The patient was discharged and has had no gi bleeding issues since. No additional information was provided.

Manufacturer narrative:
Pump exchange reported on medwatch MFR# 2916596-2018-00558. A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned device. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Microscopic inspection of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A correlation between the evaluation findings of the returned device and the patient's reported history of gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.